Event description:
-----

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting no capture one day post implant due to dislodgement. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned for testing. Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.